Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient's wound had not completely healed due to a suspected allergy to the sutures. The patient also acquired an infection at the ipg site. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient was given antibiotics, the wound was washed out, and the sutures were replaced with acrylic sutures to help with healing. There have been no reports of further complications regarding this event.

Manufacturer narrative:
Follow-up indicated that the ipg was explanted due to pain at the ipg site. During the explant procedure the physician found the infection was still active at the ipg site and believes it was likely the cause of the pocket pain. There have been no reports of further complications regarding this event. The lead remains implanted and the patient may be re-implanted in the future. The ipg was removed but not returned. The manufacturing and sterilization records were reviewed and no nonconformities were found.